Event description:
Reference MDR #1219856-2010-00286 for the first event involving the same patient. It was reported by the clinician that they were attempting to place the intra-aortic balloon (iab) catheter femorally when the catheter would not insert or advance past the spring wire guide (swg). The sheath and the swg were not exchanged on the second attempt. The physician chose to not use an iab catheter after the second attempt. The patient's vessel was reported to be normal. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.